Event description:
It was reported that during a coronary stent procedure of an rca lesion, the stent dislodged during advancement and remains in the pt. The stent was located in the profunda artery, however, they were unable to retrieve. The undeployed stent remains in the profunda artery. Pt status is listed as "fine."